Event description:
It was reported that black foreign matter, analyzed to be similar to "vegetable oils or fats", was found in the bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter, translated from japanese to english: "black fm was found in the product. The customer used 3 bd syringes and after opened packages they put the syringes to their package. The customer then conducted an analysis using infrared spectroscopy, which showed that the fm was a material similar to "vegetable oils or fats (triglyceride)."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that black foreign matter, analyzed to be similar to "vegetable oils or fats", was found in the bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter, translated from (B)(6) to english: "black fm was found in the product. The customer used 3 bd syringes and after opened packages they put the syringes to their package. The customer then conducted an analysis using infrared spectroscopy, which showed that the fm was a material similar to "vegetable oils or fats (triglyceride)."